Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that when removing the ilet from their pocket, the screen was detaching and internal wires were visible. The user stated they would continue using the ilet as long as it functioned. A replacement device was arranged. No interruption to insulin delivery, medical intervention, or adverse health effects were reported.